Manufacturer narrative:
(B)(4) meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up calls on (B)(6) 2022 and (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was out of town and requested additional replacement be sent to him at his secondary address. Note: manufacturer contacted customer in a follow-up calls on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 164 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-98 mg/dl and expected pm fasting blood glucose test result is below 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer stated he did not have any more test strips from this vial and was unable to provide lot information. The product is stored according to specification in the bedroom. The test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 164 mg/dl date: (B)(6) time: 10:28am fasting result 2: 197 mg/dl date: (B)(6) time: 1:22am fasting result 3: 168 mg/dl date :(B)(6) time: 8:50pm fasting result 4: 151 mg/dl date: (B)(6) time: 7:52pm fasting